Event description:
It was reported that during a da vinci-assisted hysterectomy malignant surgical procedure, error 319 occurred on the universal surgical manipulator 4 (usm4). The customer noted that the surgical procedure required all four usm arms. The customer swapped the patient side cart (psc) to continue the surgical procedure. At the time of the call with the technical service engineer the usm4 had been disabled to use the system as a three arm system configuration but the fourth usm arm would be needed for the end of the procedure. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the proximal set-up joint (psuj). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the proximal set-up joint (psuj) for failure analysis investigation. The unit was analyzed and 319 was confirmed indicating node communication faults starting at the acu board. The unit was installed onto a golden system where no errors were found and the unit functioned as expected. Tested the distal on a patient side cart fixture test platform (pftp) where it passed all relevant testing. After testing was complete, visual inspection found no faults related to the reported event. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
Refer to h11 for follow-up information.